Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 16.0 cm thoracic aortic dissection. It was reported that during the index procedure, the stent graft was advanced to the aortic arch and the distal portion of the delivery system kinked. As a result the stent graft could not be deployed. After several attempts the physician removed the device and replaced it with another manufacturer¿s device. This reportedly resolved the event. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.